Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Three pictures were attached to complaint for evaluation and from the pictures, a leak is observed in the luer; complaint was confirmed. A sample was received for evaluation; sample was returned decontaminated inside a plastic bag without its original packaging. During functional testing, the sample was tested for a leak by passing water through it; a leak was detected in the luer. The complaint is confirmed. The sample was broken in the female luer in order to review if there is any issue with the bonding. It was observed that there was delamination or lack of adhesive and the tube was not fully inserted. Root cause was found to be inadequate dispenser used in the operation. The following action was taken: the solvent dispenser was changed, as it was identified that it is not appropriate for this assembly.

Event description:
Information was received indicating that during using of this smiths medical cadd cassette reservoirs, leakage of medical fluid from the part, where the syringe and the tubing were connected was observed. No patient injury reported